Event description:
It was reported that after a hemi-gastrectomy with a billroth ii anastomosis, post-operatively, the pt's jp drain began to drain more than it should have, but the pt was fine clinically until day five. The pt began to act sick and was taken back to the operating room. The patient's duodenum was largely open and some of the staples were lying on the pancreas completely intact and not closed. Additional information is not available at this time.